Manufacturer narrative:
H3. Evaluation summary: medtronic led an evaluation of the reported sterile interface module (sim). Visual inspection of the sim noted that it was returned dry. There was no corrosion noted on the electrical contacts. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru test was loaded onto the sim. All pin status' displayed "pass". The serial number was read from the device and displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the sterile interface module noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right hemicolectomy while docking, the large needle driver (lnd) was not recognized via the sterile interface module (sim). The sim was replaced and this resolved the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right hemicolectomy while docking, the instrument was not recognized via the sterile interface module (sim). The sim was replaced and this resolved the issue. There was no patient injury.